Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort due to the location of the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was relocated. The device remains implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort due to the location of the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg was relocated. The device remains implanted and in use.